Manufacturer narrative:
The field service engineer (fse) performed yearly maintenance and long-term maintenance. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined that the event was caused by a maintenance issue.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 and calcium results for 115 patient samples tested on the cobas 6000 c501 module. The patient samples were rerun on their other module. The reporter was able to provide the following examples of patient samples with initial results that were not reported outside of the laboratory: sample 525719's initial sodium result from the module was 126. The repeat sodium result from the other module was 140. The initial potassium result from the module was 4.5. The repeat potassium result from the other module was 5.1 mmol/l. Sample 663502's initial sodium result from the module was 122. The repeat sodium result from the other module was 135. The initial potassium result from the module was 4.4. The repeat potassium result from the other module was 5. Sample 663313's initial sodium result from the module was 126. The repeat sodium result from the other module was 137. The initial potassium result from the module was 4.4. The repeat potassium result from the other module was 4.9. The initial calcium result from the module was 1.64. The repeat calcium result from the other module was 2.27. Sample 151610's initial calcium result from the module was 1.65. The repeat calcium result from the other module was 2.35. Sample 663306's initial sodium result from the module was 130 mmol/l. The repeat result from the other module was 138. The reporter was able to provide the following examples of patient samples with initial results that were reported outside of the laboratory: sample 661382's initial sodium result from the module was 128. The repeat sodium result from the other module was 138. Sample 662992's initial sodium result from the module was 132. The repeat sodium result from the other module was 139. Sample 663335's initial sodium result from the module was 127. The repeat sodium result from the other module was 138. Sample 663357's initial sodium result from the module was 130. The repeat sodium result from the other module was 139. Sample 151563's initial sodium result from the module was 125. The repeat sodium result from the other module was 138. The initial potassium result from the module was 3.9. The repeat potassium result from the other module was 4.4. The reporter noted that sodium results were repeatable for patient samples with results 134. The units of measurement were requested but not provided. The sodium and potassium electrode lot numbers and their expiration dates were requested but not provided. The calcium reagent lot number and the expiration date were requested but not provided.